Manufacturer narrative:
The following functional tests and communication were performed: a philips remote service engineer (rse) spoke with the customer and confirmed the issue reported "the patient in room 245 was in alarm condition around 9pm last night ((B)(6) 2023) but there was no sound at the central station and the patient expired. The central station showed the visual alarm but there was no sound" results of the rse troubleshooting/investigation showed the following : the patient was on a mx40 monitor. The type of alarm is unknown, but the alarm volume was set to 10 on the surveillance station, and the pc was at the nursing station desk. The rse instructed the customer to simulate a red and yellow alarm on another mx40 and there was no sound. It was also advised to check the external speaker, and there was no speaker present. The customer used a spare speaker and connected it to the pc, and was able to hear the sound. A good faith effort (gfe) conducted confirmed there were no issues with the mx40 device. The cause of death is unknown, but the death was not attributed to the lack of audible alarm. The rse informed that the speaker was "removed", but didn't specify who removed it. Based on the information available and the testing conducted, the cause of the reported problem was user error as the external speaker was removed. The reported problem was confirmed. The device was operational after replacement of external speaker. It is evident from the aforementioned investigations that the external speaker was removed. Philips patient information center ix has not caused or contributed to the event. The cause of death remains unknown to philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was visual alarm but no audio alarm at the central. The patient passed away.